Event description:
A peritoneal dialysis (pd) patient's caregiver reported that the cycler had alarmed for drain complications. They had already spoken to the pd nurse who advised them to discontinue treatment. The patient switched to manual treatment. When they opened the cassette door there was fluid on the tubing set which leaked out of the cycler. The set was discarded. During follow up the patient's pd nurse reported that his effluent remained clear. He did not have any signs of infection. He was prescribed prophylactic antibiotic keflex. No adverse event reported at this time.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.